Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The following could not be completed with the limited information provided. Date of death - ni, date of event - ni, device code - ni, expiration date - ni, date implanted - ni, date explanted - ni, (B)(6), manufacture date ¿ ni.

Event description:
Information was received based on review of a journal article titled, "polyethylene wear in metal backed cups: a retrospective analysis of 200 uncemented prostheses" which aimed to evaluate how many of the 200 implanted prostheses showed a liner wear of more than 0.2 mm per year and the frequency of any osteolysis and implant survival. A patient identified in the article was revised due to wear. There has been no further information provided and the patient outcome is unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch.

Event description:
It was reported in a journal article one patient underwent a hip revision due to wear.